Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Device evaluation: customer report of calcification was confirmed. X-ray demonstrated wireform intact, heavy calcification on leaflets 1 and 2, and moderate calcification on leaflet 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 1 at the inflow aspect and 12mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was moderate at both the outflow and inflow aspects. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sutures remained attached to the valve around leaflet 3.

Event description:
Edwards received notification that this 25mm valve was explanted after an implant duration of approximately 8 years and 6 months due to calcification. A bioprosthetic valve was implanted in replacement to complete a bentall's procedure. The patient was noted as to be recovering after the procedure. The explanted device was returned for evaluation. Indication for initial replacement was stenosis of patient's bicuspid aortic valve.